Event description:
One week old male with medical history of truncus arteriosus, interrupted aortic arch and ventricular septal defect underwent right ventricular outflow tract using a 9mm pulmonary homograft and ventricular septal defect repair on 01/08/1996. On 06/02/1997, pt had valve explanted and replaced with 19mm pulmonary homograft due to outgrowth and fibrotic obstruction at insertion into right ventricle. Operative record notes conduit was not calcified.